Event description:
As reported by the exactech knee replacement study, approximately five months post initial tka, the 73 y/o female patient complaints of stiffness right knee and pain, limited rang of motion (rom) and minimal discomfort. The event is still ongoing, patient is taking medication and ordered physical therapy (pt). Per clinical study case report form indicates this event is unlikely related to devices and possibly related to procedure.

Manufacturer narrative:
Concomitants medical products: truliant cr cem fem cr cem right sz 3 (cat# 02-020-13-0330), truliant tib fit tray cem sz 3f / 2t (cat# 02-022-45-3020), advanced patella 32mm 3 peg implant (cat# 200-07-32). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech knee replacement study, approximately five months post initial tka for osteoarthritis, the 73 y/o overweight female patient complaints of stiffness right knee and pain, limited range of motion (rom) and minimal discomfort related to arthrofibrosis. The event is still ongoing, patient is taking medication and ordered physical therapy (pt). Per clinical study case report form indicates this event is unlikely related to devices and possibly related to procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.